Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The reported observation of ¿replace generator¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. Using the artemis clinicians manual to calculate the device longevity by determining the energy factors over the implant period. The estimated longevity range would have been 1.4 years (burst continuous) +/- .25-year per ¿ (B)(6), assuming 1000-ohm program impedances, for model 3660. The total stimulation on time was 1.44 years, suggesting the device had normal battery depletion at the time of explant.

Manufacturer narrative:
Date of event estimated. Correction - section h6 - codes. The reported observation of ¿replace generator¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. Using the artemis clinicians manual to calculate the device longevity by determining the energy factors over the implant period. The estimated longevity range would have been 1.4 years (burst continuous) +/- .25-year per ¿ (B)(4), assuming 1000-ohm program impedances, for model 3660. The total stimulation on time was 1.44 years, suggesting the device had normal battery depletion at the time of explant.

Event description:
Additional information received identified that there were no known allegations of deficiencies against the device. The device had normal battery depletion at the time of explant.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.